Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via phone stated that the new oral-b toothbrush heads did not stay attached securely to the oral-b toothbrush hand piece. No injury was reported.

Manufacturer narrative:
12-apr-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Brush heads don¿t stay attached securely to the hand piece - oral-b [device breakage] case narrative: female consumer via phone stated that the new oral-b toothbrush heads did not stay attached securely to the oral-b toothbrush hand piece. No injury was reported. 29-mar-2022 case update: the concomitant product lot was 2cb83630828. No injury was reported. 11-apr-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3766 and the concomitant product was oral-b power power oral care refills precision clean antibac eb20ab. No injury was reported.